Event description:
Albuterol sulfate inhaler that is not working [device malfunction]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events device malfunction and no adverse event in a female patient (age, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 12-jun-2026, amneal pharmaceuticals received information from the patient via a voicemail concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. The patient was being treated with albuterol sulfate inhalation (strength, frequency, dose and therapy dates not reported), inhalation use for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. The patient reported that, she had an albuterol sulfate inhaler, which was not working and was not giving any medication. The patient further confirmed that, she had followed all the directions. Last action taken with albuterol sulfate inhalation in relation to device malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events, device malfunction and no adverse event was unknown. The reporter did not provide the causality of events device malfunction and no adverse event with albutrol sulfate inhalation. Review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction. This case was considered as serious. The reportability of this case was expedited.